Event description:
It was reported that: "the 6 fr catheter was placed and the cath-gard was locked onto the sheath. A 5 fr catheter placed through the cath-gard and blood quickly started leaking through the hemostasis valve into the cath-gard. The catheter in the sheath was a pacing catheter. When the bleeding occurred, and pacing catheter and cath-gard were removed from the sheath. A separate pacing catheter was inserted through the sheath and secured with only a tegaderm dressing. The patient was fine post the procedure, there was no patient harm or consequence. Associated complaints 9680794-2025-01064 and 9680794-2025-01063."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the 6 fr catheter was placed and the cath-gard was locked onto the sheath. A 5 fr catheter placed through the cath-gard and blood quickly started leaking through the hemostasis valve into the cath-gard. The catheter in the sheath was a pacing catheter. When the bleeding occurred, and pacing catheter and cath-gard were removed from the sheath. A separate pacing catheter was inserted through the sheath and secured with only a tegaderm dressing. The patient was fine post the procedure, there was no patient harm or consequence. Associated complaints 9680794-2025-01063."